Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.

Event description:
During a neurovascular procedure a aristotle colossus guidewire (acl-200-002) was pulled out ot the hoop and hydrated in a bowl ol heparinized saline during procedure. The phsyicians got access to both femoral artery and vein for venous sinus pressure measurements. They shaped the wire to desired effect and tracked the wire and both th6 4f glide catheter, then the 5f envoy to desired positions. The 4f angled glide catheter was placed just past the ica orgin. The 5f envoy was tracked through the venous system and ended up being placed at the torqula. When tracking through the venous sinuses the operator needed a bit of a dillerent shape, he pulled the wire, reshaped it and ended up being able to advance the wire through the sagittal sinus and the catheter to its resting postition in the transverse sinus iust proximal to the torcula. They took the wire out and then placed a marksman catheter and an a24-200-002 to finish the procedure and taking pressures. After looking at the acl at the end of the case, the operator noticed it looked like the wire got a bit stretched in the shaping section of the wire. He asked if we could take it back and look at it just to ensure nothing is wrong. They did not switch wires due to a failure of the wire. There was no injury to the patient.